Manufacturer narrative:
The tech replaced the foot end casters, main bearings, caster supports and the brake switch to repair the bed.

Event description:
Info received indicates the brake is not holding. The casters lock but continue to swivel from side to side when in brake.